Event description:
It was reported that the right atrial (ra) lead exhibited under sensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: #mw5146288.